Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-70; serial number: (B)(4); batch/lot number: 16121700; model/catalog description: infinion 16 lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.